Manufacturer narrative:
The investigation determined that lower than expected vitros alt results were obtained when processing a patient sample and quality control fluids using a vitros glu slide cartridge that was mis-identified as a vitros alt slide cartridge on a vitros 250 chemistry system. The root cause of this event is user error while manually loading a vitros slide cartridge. The operator manually loaded a vitros glu slide cartridge onto the vitros 250 chemistry system rather than a vitros alt slide cartridge and then proceeded to run vitros alt tests. The vitros 250 chemistry system was operating as expected. After the error was discovered, the customer loaded a vitros alt slide cartridge on the vitros 250 chemistry system and repeated the samples. All of the sample repeats yielded results that were expected.

Event description:
A customer reported lower than expected vitros alt patient and quality control (qc) results obtained using vitros chemistry products alt slides on a vitros 250 chemistry system. During the investigation, it was determined that the vitros alt results were obtained from a vitros glu slide cartridge that was mis-identified as a vitros alt slide cartridge. Discrepant results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros alt patient sample result initially obtained from the mis-identified vitros glu slide cartridge was reported from the laboratory. However, the result was questioned by a physician prior to action. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).